Event description:
Adverse event(s): "no pt harm/impact." (No consequences or impact to pt). Product problem(s): "loose connectors for cautery found during surgery." (Loose or intermittent connection); "switched to another cautery unit." (No code available). A customer reported the cautery connectors were loose. The biomedical engineer confirmed they were unable to use the cautery during the case and switched to another cautery to complete the case. There was no pt impact.

Manufacturer narrative:
A company service rep examined the system. Both connectors had threads that would not tighten correctly and came loose. Both connectors were replaced and sent for in-house evaluation. The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).